Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, silicone migration and rupture

Event description:
Healthcare professional reported rupture, silicone migration and granuloma. Also, healthcare professional reported ¿lymphnode with silicone to the right.¿ ¿lymphnode with silicone to the right, suggestive of siliconoma.¿ and ¿presence of cystical images on both breasts 1,1cm¿- which is not device related. The device remains implanted. This is for the right side device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: ¿ rupture and silicone migration: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ granuloma: unable to observe since it is not related to the device. ¿ cyst(s): unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture, silicone migration and granuloma. Also, healthcare professional reported ¿lymphnode with silicone to the right.¿ ¿lymphnode with silicone to the right, suggestive of siliconoma.¿ and ¿presence of cystical images on both breasts 1,1cm¿- which is not device related. The device remains implanted. This is for the right side device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., d.6b., h.6.

Event description:
Healthcare professional reported rupture, silicone migration and granuloma. Also, healthcare professional reported ¿lymphnode with silicone to the right.¿ ¿lymphnode with silicone to the right, suggestive of siliconoma.¿ and ¿presence of cystical images on both breasts 1,1cm¿- which is not device related. The device has been explanted. This is for the right side device.